Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin (dose, route and frequency were not reported) and fortum (dose, route and frequency were not reported) for peritonitis. At the time of this report, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. No additional information is available.